Event description:
The report stated that "the tray was found damaged before use. Part of the tray was found cracked from the edge when opening the package. Therefore, the customer did not use the device." No patient injury was reported.

Manufacturer narrative:
The product was returned for evaluation. The single lumen central venous catheter was returned in its original tray. The tyvek seal was completely removed and not returned with the tray. The IFU was also attached at the bottom of the tray. One corner of the tray appeared broken; the broken segment was approximately 2.3cm long. All of the components appeared to be returned in the tray. Visual examination was performed with the unaided eyes. The outer box was also not returned with the kit; therefore, a possible cause for the tray damage could not be determined. If this damage occurred prior to use the catheter would no longer be sterile. The lot number was not provided; therefore, a device history record review could not be performed. The complaint of "the tray was found damaged" was confirmed. Though we have confirmed damage to the package exists, there was no evidence of a manufacturing nonconformance found during the evaluation. No actions will be taken at this time.